Manufacturer narrative:
(B)(4). Title: multimodality image guidance with dyna-CT for transcatheter treatment of paravalvular leak of a stentless valve citation: catheterization and cardiovascular interventions 85:1088¿1091 (2015) authors: brett van leer-greenberg md, claudia a. Martinez md, fscai, and alan w. Heldman md. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that an (B)(6) male patient who had undergone implant of a medtronic 27-mm aortic bioprosthetic valve (serial number not provided) five years prior presented with heart failure symptoms and decreased left ventricular systolic function. Transesophageal echocardiogram (tee) identified an aortic paravalvular leak (pvl), and doppler demonstrated severe anterior paravalvular regurgitation. Due to the patient's worsening symptoms, low ejection fraction, and overall frailty a percutaneous closure of the pvl was opted for. In the revision procedure a non-medtronic catheter-based occluding device was implanted which successfully reduced the pvl from severe to mild. The patient tolerated the procedure well without incident and was subsequently discharged for follow-up with his private cardiologist. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.